Manufacturer narrative:
Alleged failure: the 2 drill bit were returned because after the first use (ok-no problem) it rubs when passing (+overheating) through the guide and then it blocks. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: excessive force applied on device or rough handling during reprocessing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
Per investigation results, the tip of the device was broken off. Per the event description, there is no alleged patient involvement.